Event description:
A malfunction was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues arose again.